Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode while at home. The patient's wife called boston scientific inquiring if the patient should do an interrogation. The patient was referred to his physician.

Manufacturer narrative:
The local sales representative was contacted for further information, however confirmed he was not aware the situation and had not been contacted. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observations from (B)(4) 2011 were not confirmed in analysis.

Event description:
The device was returned several years later following the patient's death. The patient's death was further documented in report number 2124215-2017-10997.